Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that despite having a slight movement in the lock, when the skull clamp was properly positioned and put under pressure, there was no movement once in the locked position. Unit shows no service history and was made in 2014, so it is due for maintenance. Service & repairs could not duplicate the screw coming loose. Unrelated to the reported issue, the lock had both rotational and lateral movement and a residue buildup was present. Also, upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts. To resolve the issues, the unit was machined to have heli-coils added to large starburst threads, and new components were added to replace worn internal parts. General cleaning and maintenance performed, root cause - the complaint is not confirmed. Probable root cause includes improper or suboptimal setup of the mayfield clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the screw on mayfield modified skull clamp (a1059) was coming loose. No information has been provided on patient involvement, injury, or surgical delay.